Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) previously delivered inappropriate shocks due to t or p-wave oversensing. Boston scientific technical services (ts) discussed device blanking periods and detection profiles. The device was reprogrammed to a single therapy zone at that time and remained implanted and in service for several more years. The device was then later explanted and replaced due to reported normal battery depletion. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks. Boston scientific technical services (ts) discussed device blanking periods and detection profiles. The device was reprogrammed to a single therapy zone. No adverse patient effects were reported. This product remains implanted and in service.